Event description:
It was reported that the patient experienced pocket discomfort and the implantable pulse generator (ipg) had migrated which resulted to difficulty charging. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the leads were explanted, and pocket site was revised.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5076913/5094214.